Event description:
It was reported that the device had a damaged dso (downstream occlusion). There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: corrected. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. It was found that the downstream occlusion (dso) seal was cracking. The dso seal was replaced. Additionally, the upstream occlusion (uso) seal was found to be buckling. The uso seal was replaced. Service history identified that no previous repair has been noted in the last 12 months.